Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated this was the second occurrence of the alarm while changing out the reservoir. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.